Event description:
It was reported to manufacturer, by FDA, facility did a voluntary report involving a hoyer patient lift. (Manufacturer talked with reporter who returned lift to supplier, trying to get in contact with supplier for more information). (Health care supplied lift thru hospice referrals that sent lift onto care center for use). Per report, resident was being moved from wheelchair to bed, when the bolt came out of the bottom of the hydraulic pump of the lift, and the boom came down dropping the resident to the floor. One c.n.a. Began the transfer prior to a second c.n.a. Arrived to assist. Facility policy is that two c.n.a. Are to be present during a hoyer lift transfer. Resident was hospitalized per report, cat scans and x-rays were taken, no fractures were found. Per facility, resident has returned and is fine. Serial number of lift complaint was blocked out. Manufacturer did for fix, this fix was issued and implemented december 2004.